Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition, high pacing threshold measurements and loss of capture (loc). The physician noted a micro-dislodgement and the local field representative expressed that there may have also been a possible perforation of the ventricular septum. An invasive procedure was performed. The lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.